Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 300 units. The user¿s blood glucose (bg) level was 248 mg/dl. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
In addition, a different issue was also found during device investigation.

Manufacturer narrative:
(B)(4).